Event description:
The device was not responding to activity and not adjusting the pacing rate appropriately based on the rate response programming. Should additional information become available, this file will be updated.